Manufacturer narrative:
The insulin pump was received with a completely broken reservoir tube; a test reservoir was installed and did not lock in place due to broken reservoir tube lip. The insulin pump had minor scratched lcd window, cracked battery tube threads, missing the reservoir tube o-ring and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 190 mg/dl. Customer stated that pump reservoir ring broke it has been getting worse over time. Customer stated that ring broke in half so reservoir doesn't stay in. Customer was explained that we will replace the pump.